Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery (rca). Following the advancement of a choice pt extra support guide wire and a non bsc 6fr guide extension catheter, a 3.00x20mm promus premier&#10244;rug-eluting stent was advanced but would not pass through the proximal port of the non bsc guide extension catheter. The physician attempted to remove the non bsc guide extension catheter over the stent, but the stent was flared and destroyed by the non bsc guide extension catheter. The physician then removed the stent and the non bsc guide extension catheter simultaneously. The procedure was completed with another 3.00x20mm promus premier stent. No patient complications were reported.